Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen which makes screen difficult to read. The customer's blood glucose value was unknown. Customer stated that insulin pump had rejected new battery and no delivery alarm. The insulin pump will not be returned for analysis.